Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of anti-tachycardia pacing (atp) and one shock as inappropriate therapy for a suspected atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and discussed stored data as well as programming options. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. This report is report is being submitted to correct the following fields: initial reporter last name field (e1) in section e, initial reporter.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of of anti-tachycardia pacing (atp) and one shock as inappropriate therapy for a suspected atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and discussed stored data as well as programming options. This device remains in service. No additional adverse patient effects were reported

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.